Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: alternate bearing metal liner size 37 taper, catalog#: 15-105000, lot#: 513190; alternate bearing modular head, catalog#: 11-163662, lot#: 452880; m2a acetabular shell, catalog#: 15-104054, lot#: 873100. Reported event is confirmed based on review of revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received a right hip procedure approximately sixteen years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. Attempts to obtain additional information have been made; however, no more is available. Revision op notes indicate patient underwent right revision tha due to armd and left trochanteric bursitis. Patient had full range of motion except internal rotation. Right hip was indicated to be squeaking. Mra showed psoas and iliac pseudotumor on the right side. The external rotators and capsule were found to be very fibrotic and ossified due to heterotrophic ossification. This was excised. Excessive bony overhang from the proximal femur was excised as well as the trochanteric overhang in the medial aspect of the greater trochanter. Cup, liner and head were explanted. No significant bone loss around the acetabulum.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient received a right hip procedure approximately sixteen years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: mallory/head radial alternate bearing p/n 15-104054 l/n 873100, alternate bearing metal liner p/n 15-105000 l/n 513190; m2a modular head p/n 11-163662 l/n 452880; balance primary hip p/n 180005 l/n 708370. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2016-03011. 0001825034-2016-03012. 0001825034-2016-03013. 0001825034-2017-05046.

Event description:
It was reported that patient underwent a right hip revision procedure approximately six years post-implantation allegedly due to pain, metallic-stained tissue, dehiscence of the posterior hip implant capsule and elevated metal ion levels. The acetabular component and femoral head were revised. The stem was not revised but there was extensive heterotrophic ossification around the hip joint. Attempts to obtain additional information have been made; however, no more is available.